Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. Each of the complained samples were collected from a different patient. A first sample from the first patient initially resulted with a troponin t value of 130 ng/l and this was reported outside of the laboratory to medical personnel. The medical personnel asked for a new sample to be collected from the first patient for re-testing. The second sample collected from the first patient resulted with a troponin t value of 10 ng/l. The first sample from this first patient was then repeated, resulting with a value of 11.0 ng/l. The second patient's sample initially resulted with a troponin t value of 16 ng/l. This sample was repeated twice, resulting with values of 4.85 ng/l and 4.40 ng/l. No incorrect results from this sample were reported outside of the laboratory. The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.